Manufacturer narrative:
Visual examination of the returned device found the basket closed/retracted and the tip was intact. The thumb ring was found deformed and cracked. The sheath and coil assembly were buckled and torn in multiple areas. Furthermore, the side car-rx presented pushback out of specification. The condition of the returned device was consistent with the complaint incident that the tip failed to detach. Per event, the customer used an alliance handle during the procedure. The alliance handle applies compressive force as evidenced by the cracks and deformation found on the thumb ring. The device is designed so that the basket tip detaches if the stone cannot be crushed but it appears that the thumb ring broke and failed instead. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Moreover, side car-rx pushback, sheath buckled, and sheath torn are issues that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Therefore the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an attempt to crush a 1.5 cm stone was performed. The basket failed to crushed the stone. An alliance handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone, however, it failed and the tip of the basket failed to detached. The physician then manually pulled the basket with the entrapped stone from the common bile duct and was successful. Bleeding was noted but was stopped with adrenaline. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid(tm) rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an attempt to crush a 1.5 cm stone was performed. The basket failed to crushed the stone. An alliance handle was then used in conjunction with the trapezoid basket in an attempt to crush the stone, however, it failed and the tip of the basket failed to detached. The physician then manually pulled the basket with the entrapped stone from the common bile duct and was successful. Bleeding was noted but was stopped with adrenaline. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.